Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus or basal delivery, due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with intermittent button response due to corrosion on keypad traces. No button error alarms noted during testing. The insulin pump was received with a cracked case on the lcd window corners, minor scratches on the lcd window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, a stripped battery cap coin slot, a broken battery cap, and missing end cap sticker.(B)(4)

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery. The customer's blood glucose was 173 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.